Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 300 mg/dl. The customer had diabetic ketoacidosis. The customer kept dosing and bolusing with insulin pump however she was not getting insulin so she was given treatment with manual injection to get her blood glucose level down. The customer¿s current blood glucose level was 169 mg/dl. At the time of report the customer was off the insulin pump and hospitalized. The drive support cap was normal. The customer performed manual prime and insulin exited and completed rewind and found out that there were no leaks. The customer reported that the cannula was not bent . The customer was treated with pump and manual injections. The customer was wearing the insulin pump during the hospitalization. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08695 inches. Unit was received with cracked case at the display window corners, display window and battery tube threads. Unit was received with minor scratched display window and case.